Event description:
As reported, approximately 2 years post op the initial right tka, this 84 y/o female patient was revised due to the poly delaminating. Patient was last known to be in stable condition following the event. No other patient information/medical history reported. Product not returning - disposed. Photos attached. Unable to obtain x-rays.

Manufacturer narrative:
Concomitant medical products: (h3) pending evaluation (d10) concomitant device(s): 5455309 02-010-03-0325 - logic cr femoral cem, right, sz 2.5 6295408 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 5t 6560535 200-02-35 - three peg patella 35mm 6560572 200-02-35 - three peg patella 35mm 6799765 201-78-15 - holding pin mini sharp point 4 pk 6743534 201-78-81 - 3 trocar, mod. Hex 2pk s103829 521-78-23 - threaded pin size 2.3 collared 5500935 521-78-32 - threaded pin size 3.0 collarless 12000220006 a10012 - gps implant kit v2.

Manufacturer narrative:
Section h10: (h3) the revision reported was performed due to polyethylene delamination per the experience report. However, the photographed device does not appear to show signs of prosthesis wear/delamination. An additional contributing factor to the revision may have been inclusion of the implanted polyethylene component in the packaging recall. However, this cannot be confirmed as the device was not returned for evaluation. Section h11: the following sections have corrected information: (h6) component code: 734, bearings.

Manufacturer narrative:
H10- additional information - b5.

Event description:
Additional information -"primary surgery: (B)(6) 2021 serial number: (B)(6) (02-012-51-2509) ¿ recall. Revision surgery: (B)(6) 2023 (procedure: right knee replacement + arthrotomy washout + liner exchange). Indications for the revision surgery are syncope and septic arthritis, after the revision surgery the patient must take antibiotics for several months. Clinical details: presented with fevers, knee pain, swelling, elevated crp and wcc. Aspirate on the ward had a turbid fluid and wcc. Removal of poly liner had some delamination possible cause of synovial reaction? Pulsatile betadine/saline lavage with fluid as well to minimize biofilm. New 2.5 9mm crc poly insert." The cause of the suspected septic arthritis as related to the devices is unknown. The patient risk factors include age and having a joint prosthesis. No other information provided.